Event description:
Per the clinic, the patient developed an infection at the abutment site and skin flap overhangs abutment at baseline. Subsequently, the surgeon was able to reposition the skin back over the abutment, has healing cap and oral antibiotics was used to treat the infection. The infection was resolved.